Event description:
It was reported that customer received continuous glucose monitor error message identified as cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset process, confirmed error message did not recur after reset, and successfully started new sensor session.